Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Report source foreign; literature. The event occurred in (B)(6). Chen, c y, et al. ¿influence of nail prominence and insertion point on anterior knee pain after tibial intramedullary nailing.¿ orthopedics., u.s. National library of medicine, mar. 2014, www.ncbi.nlm.nih.gov/pubmed/24762147. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported forty-eight (48) patients in the non-pain group experienced nail prominence. No further information has been made available at this time.